Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The failure mode in this complaint is being currently investigated using existing corrective and preventive action.

Event description:
On (B)(4) 2019,senseonics was made aware of an adverse event that user kept receiving sensor file error where the user was unable to link the sensor resulting in sensor removal.